Event description:
Rptr noted problem with suction during phaco and "I/a". Posterior capsule tear occurred during phaco procedure. No vitrectomy done; iol implanted. When pt came in for follow-up, surgeon found cataract fragment in the posterior segment and referred pt to a retinal specialist.